Manufacturer narrative:
The power switch was replaced to fix the reported issue. No report of patient involvement.

Event description:
During the depot repair, the ge healthcare technician found that the unit reboots when power switch is tapped. There was no reported patient involvement.